Event description:
Medtronic received additional information which stated that the reason for replacement was endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated b5 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years and 4 months post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm aortic bioprosthetic valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
There is no evidence to suggest the device caused or contributed to a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that a transesophageal echocardiogram (tee) discovered a 1.5 x 1.5cm mobile m ass attached to the aortic bioprosthetic valve annulus. It was also reported that blood cultures were positive for d. Streptococcus. Antibiotics were administered for 6 weeks. Information further reported that one day prior to explant, the patient had acute onset double vision and left sided visual cut. A magnetic resonance imagining (MRI) was performed and showed multiple small to moderate s ized patchy and punctate acute to subacute infarcts in the right temporal lobe and to a lesser extent in the right inferior parietal lobe. The neurology department assessed the stroke as likely embolic from the aortic valve vegetation. It was also reported that a maze and a left atrial appendage exclusion (laae) were performed concomitantly during the replacement. During the replacement, a small perivalvular abscess was also found. No additional adverse patient effects were reported.